Event description:
It was reported that sampling mode did not work on both their st holster and their hh holster. They also noticed that the dc motor adaptor was broken where the blue cable attaches. The case was aborted and will be rescheduled for a later date which has yet to be determined.